Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on device interrogation the implantable pulse generator (ipg) was not capturing and showed high battery impedance. It was also noted that the right ventricular (rv) lead indicated infinite impedance measurement. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.